Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery and customer was experiencing high blood glucose. Customer's blood glucose was 24mmol/l and 30mmol/l. Customer treated with manual injection. Troubleshooting was done. Customer requested for insulin pump replacement. Customer mentioned that patient in the hospital and was advised by healthcare provider that he will be unable to use any devices including the insulin pump due to CT scan result. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.